Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA. (B)(4).

Manufacturer narrative:
The investigation could not determine a definitive root cause. Additional information was requested but not provided. No reagent issues were evident. Although environmental and preanalytical issues could not be ruled out, the most likely cause was the improper sample probe alignment.

Event description:
The customer complained of a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) result on one patient sample. The initial result was 0.339 miu/ml and was reported outside the laboratory. The customer then noticed the result failed their delta check. The patient was immediately redrawn. The result from the new sample was 93,552 miu/ml. The initial sample was repeated and produced a result of 105,699 miu/ml. There was no adverse event. The lot number of the hcg+ss reagent was 17753701, with an expiration date of 08/31/2015. The field service representative suspected an issue with the sample probe alignment. He ran system checks and adjusted the sample line and sample probe for correct alignment. He ran performance tests, which met specifications. The customer ran quality controls, all of which were within specifications.